Manufacturer narrative:
Three images were returned by the customer. Two showed what appeared to be black foreign material inside the tube of the set. One showed the set inside a plastic bag. Additionally received one opened/unused list# 146870489 primary plum set. As received two black foreign particles were observed inside the tube, in the fluid path. No additional damage or anomalies were observed. The complaint of black particle inside the tubing can be confirmed. The probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The reporter stated that there is a particle inside the IV primary set. There was unknown patient involvement and unknown adverse event.